Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the surgeon noticed a completely straight staple stuck to the seamguard buttressing material; laying along the staple line, not in the tissue. No malformed or missing staples were observed in the tissue. The staple was removed from the patient and a photo was taken. The procedure was completed with the same stapler. There were no patient consequences reported. Photographic analysis: one picture was received; picture provided shows a piece of what appear metal as if it was an unformed staple. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a sleeve gastrectomy on the second firing of the device one of the staples did not form correctly and was in the shape of a harpoon. The staple was removed and the procedure was completed with no patient consequences reported. The rep indicated that the staple line held after removing the malformed staple.the device is not available for return.